Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited low pacing impedance with pause episodes. The rv lead was capped and replaced on (B)(6) 2022 and the physician suspected the rv lead to have insulation damage. The patient was in stable condition.

Event description:
New information noted that the right ventricle lead exhibited over-sensing noise which lead to pacing inhibition.